Event description:
It was reported that air bubbles were observed within the tubing. Customer changed out the infusion set supplies to address the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.